Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal band ligation procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy and the handle would not turn. It was speculated that it was not properly attached. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of handle broken/won't turn. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached and some of them were overlapped. The ligator head teeth were damaged/bent. No problems related to the setup of the device were found. The returned handle had no damage and it had marks of the trip wire in the slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. Per media inspection, the photos showed the handle assembly and the ligator head with some bands overlapped and moved from their position. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of handle won't turn was not confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped. These suggest that the device could not deploy. These conditions could have been generated due to procedural or anatomical factors encountered during procedure or manipulation of the device. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal band ligation procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy and the handle would not turn. It was speculated that it was not properly attached. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.